Manufacturer narrative:
Patient information was requested, but no response was received.

Event description:
The customer reported that the ventilator alarmed with pressure regulation high occurrence. It is unknown if the unit was in use on a patient, and it there's any patient harm reported.

Manufacturer narrative:
Failure analysis on the returned data acquisition (da) board shows that the data acquisition pcba was tested and no failures were identified.